Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly as they remained inside of the loading devices upon removal of the delivery device. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The devices have been returned to the factory and are being evaluated . A supplemental report will be submitted when the evaluation are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4). Device 2: add'l info: lot#: 25075762, expiration date: 03/31/2014. Device 3: add'l info: lot#: 25076144, expiration date: 04/30/2014.